Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The company representative confirmed an event (via log review). However, the company representative was unable to find anything that would have contributed to the reported issue. The system was found to meet specification. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be irrelevant to this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic console suddenly stopped working and error message was displayed and found to be a problem in a fluid management system also noticed that the cassette was released form the device. This resulted in a capsular tear in patient , followed by nucleus falling into the posterior chamber. The surgery was stopped, and the patient was referred to another hospital to retrieve the nucleus and to perform a vitrectomy procedure. The second surgery completed and patient condition is resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).